Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Imdrf impact code f2301 captures the reportable event of additional device required (grasping forceps). Block h11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found evidence of catheter break (detached), kinked and stretched. Dimensional examination of the outer diameter (od) of the catheter was performed, and the catheter od were within specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of catheter break was confirmed. The results of the analysis performed on the returned device found evidence of catheter break (detached), kinked and stretched. These problems found could have been caused by operational factors such as technique; possibly excessive force was applied during retraction, causing friction and consequently leading to the problems found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the gastro esophageal junction during an esophagogastroduodenoscopy (egd) procedure to treat dysphagia performed on (B)(6) 2025. During the procedure, the physician advanced the catheter into position, began dilation for a 30 second period, and completely deflated. Upon withdrawal of the catheter several times, the catheter broke. Due to this, the balloon and a partial portion of the catheter remained in the patient as the scope was withdrawn. The balloon catheter was then retrieved with a grasping forceps. The procedure had already been completed the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the gastro esophageal junction during an esophagogastroduodenoscopy (egd) procedure to treat dysphagia performed on (B)(6) 2025. During the procedure, the physician advanced the catheter into position, began dilation for a 30 second period, and completely deflated. Upon withdrawal of the catheter several times, the catheter broke. Due to this, the balloon and a partial portion of the catheter remained in the patient as the scope was withdrawn. The balloon catheter was then retrieved with a grasping forceps. The procedure had already been completed the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter break. Imdrf impact code f2301 captures the reportable event of additional device required (grasping forceps).